Event description:
It was reported that a spectrum pump had an intermittent keypad response. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, intermittent keypad response, which was experienced during evaluation caused by the keypad not being secured in the processor printed circuit. The component was connected to correct this condition. (B)(4).